Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that this was an unknown surgery performed on (B)(6) 2022. In the surgery, t2/3 was fixed with symphony products, t5-s2 were fixed with expedium verse products. L1-s2 were connected by striker¿s opendomino products. Only the set screws on the left side of t2/3 have come off this month. On (B)(6) 2023, symphony screws in t2/3 were removed and replaced with expedium verse products, and the affected area were re-fixed in the revision surgery. The revision surgery was completed successfully with no surgical delay. No further information is available. This report is for one (1) set screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional pro-code: kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter name and address: state: tokyo. Initial reporter occupation: reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.